Manufacturer narrative:
Details of complaint: the customer reported that the pacing spikes on the core unit g9 monitor were not displaying when a patient was being paced. The customer also reported that this led to a patient being inappropriately paced leading to svt. This further led to the patient being started on anti-arrhythmic medications which could have been avoided had the pacing spikes been visible. No patient harm or injury was reported. Investigation summary: similar events were reported by the customer on tickets 97381 and 97154. The logs of these events were evaluated by nkc. In the investigation of the logs, it was identified that the device was working as intended. Nkc indicated that the presumed cause of the issue is that the amplitude on the body surface was too small to detect the pacing pulse. Nkc recommended that the customer check better lead placements and electrode positioning in order to get better amplitude to detect the pacemaker. The pacemaker of the patient could also contribute to the issue. On may 13, 2021, a software update was issued to the bsm-1700 (input unit used with the csm-1901a) which includes improvements on pacing pulse detection. This improvement would help the customer's issue with detecting pacemakers.

Event description:
The customer reported that the pacing spikes on the core unit g9 monitor were not displaying when a patient was being paced.

Manufacturer narrative:
The customer reported that their core unit (g9) pacing spikes are not showing up on the monitors when a patient is being paced. The customer also reported that this led to a patient being inappropriately paced leading to svt. This further led to the patient being started on anti-arrhythmic medications which could have been avoided had the pacing spikes been visible. Attempt #1: 01/07/2021 ,emailed the customer via microsoft outlook for relevant test/labs: no reply was received. Attempt #2: 01/14/2021, emailed the customer via microsoft outlook for relevant test/labs: no reply was received. Attempt #3: 01/21/2021, emailed the customer via microsoft outlook for relevant test/labs: no reply was received.

Event description:
The customer reported that their core unit (g9) pacing spikes are not showing up on the monitor when a patient is being paced.